Event description:
It was reported that pump experienced malfunction with dark screen that would not turn on, and caller also mentioned prior MRI and wet cartridge when removed. There was no adverse impact to the customer¿s blood glucose level. Caller temporarily restored pump function by plugging into working power source, then cts arranged replacement pump. Caller will use multiple daily injections as backup insulin therapy.